Manufacturer narrative:
Batch review performed on 21 february 2020: lot 185105: (B)(4) items manufactured and released on 04-sep-2018. Expiration date: 2023-08-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient had a primary knee surgery and was implanted with competitor products. The patient had a revision knee surgery on (B)(6) 2019 and was implanted with medacta hardware. On (B)(6) 2020, the patient came in complaining of pain due to laxity in the knee. The cause of the laxity is unknown. The surgeon revised the medacta insert semiconstrained 14mm s2 to a medacta insert semiconstrained 17mm s2. The surgery was completed successfully.